Event description:
It was reported that the patient dislocated right hip. Revision surgery scheduled to remove stem. Mod restoration stem was removed and longer mod restoration stem was implanted.

Manufacturer narrative:
Should additional information become available, it will be provided in the supplemental report upon completion of the investigation. Patient retained device